Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low vte (exhaled tidal volume) levels was initially confirmed, however, during subsequent testing the issues issues could not longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.